Manufacturer narrative:
The pad-pak was first installed on the 10th february 2015 and passed all self-tests up to the 26th march 2015. No further log entries were recorded. Investigation found no fault with the returned device. Investigation was unable to replicate or find evidence of the reported fault. The device performed to specification throughout testing at heartsine. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.